Event description:
It was reported that the lead exhibited high threshold of 4.75 v at 0.8 ms. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.